Event description:
Event description guidant received information that this implantable cardiac resynchonization therapy-defibrillator (crt-d) was farfield oversensing paced atrial events on the ventricular channel. The patient was asymptomatic to the isolated events of pacing inhibtion.